Manufacturer narrative:
During a follow-up e-mail from the customer on (B)(6) 2017 to ensure that the fill estimate issue had been resolved, the customer reported that the pump was "okay" and issue had been resolved. The t:slim pump user guide cautions against overfilling a cartridge past 300 units as this can lead to cartridge error. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with slightly over 300 units of insulin. Recommendation was made by tandem technical support to not overfill the cartridge as that can lead to an inaccurate fill estimate. There was no impact to the customer's blood glucose level.